Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had alleged over delivery as they are unsure why insulin pump resumes basal if they are still low. Customer was taken to hospital by paramedic due to hypoglycemia with blood glucose level of 2.2 mmol/l. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was treated with glucose tablet. Customer experienced symptoms such as scar tissue. Customer was able to complete carelink upload. The reservoir will not be returned for analysis.